Manufacturer narrative:
B5-additional information: on (B)(6) 2020 the lens was successfully exchanged with an alternate lens and the problem is resolved. Reportedly the lens was in "taco" configuration when it was deployed in the anterior chamber. During maneuvers to unfold, the lens flipped. The explanted lens had some pigment deposits and was slightly disfigured, necessitating an exchange. Claim# (B)(4).

Manufacturer narrative:
The lens was returned dry in a cartridge case. There was residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.0/+1.5/172 (sphere/cylinder/axis) into the patient's right (od) eye upside down. This occurred on (B)(6) 2020. The lens was explanted. Attempts to obtain additional elevation have not been successful.